Event description:
Per the clinic, the patient experienced medical issues unrelated to cochlear device and requires serial MRI imaging of the spine. Subsequently, the device was electively explanted on (B)(6) 2025.